Manufacturer narrative:
The pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer required assistance to treat blood glucose (bg) level. It was not provided if bg level was low or high. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and customer was using off label insulin at the time of the event. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.